Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the caps are coming off of the bd nexiva¿ closed IV catheter system. Per customer email: vent caps are coming off again. Happened to xxx & I on 3 different patients tonight. All 3 were 22 g.

Event description:
It was reported that the caps are coming off of the bd nexiva¿ closed IV catheter system. Per customer email: vent caps are coming off again. Happened to xxx & I on 3 different patients tonight. All 3 were 22 g.

Manufacturer narrative:
H.6. Investigation: during DHR review there was no indications of any reject activity findings through the build of this lot that would impact the outcome of the quality of the product relevant to the alleged defect. No units or photos were provided for observation and/or testing of this incident therefore the reported defect was not identified or confirmed and a root cause was not established.